Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
The customer reported, the system was making a noise during a maintenance test, did not take exposures afterwards, and a security error message was displayed. No patient injury was reported.